Event description:
During the week of (B)(6) 2013, our cardiac cath lab reported that 3 balloons latex free swan product number 41239-06 balloons burst. The lot number was 20-332sj. The vendor was notified. No harm was noted to the pt.